Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis reproduced and confirmed the intermittent instrument engagement faults. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) due to an error 31010. It was noted that the customer was pulling and jerking on drape to get it off not realizing that it would need to pinch the adapter to release it and damaged the sensors. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the arm 1 was not engaging the instrument. The customer completed a procedure by moving arm1 out of the way and used the remaining arms. The remote connection to system indicates that arm 1 sterile adapter sensor sensed the sterile adapter (sa) was connected when there was no adapter attached. An intuitive surgical inc. (Isi) technical support engineer (tse) recommended that the customer exercise the sa presence pins; however, the issue persisted even after a power cycle. Troubleshooting determined that the sa presence pin on universal surgical manipulator (usm)1 failed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: as the sa sensor went out, the customer thought that the drape was damaged. The arm 1 was abandoned, and procedure was completed with 3 arms.